Event description:
Additional information received shows patient underwent surgery on (B)(6) 2021 where the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-18687. It was reported the patient's t4 and t5 drg leads have migrated. Surgical intervention is pending to address this issue.